Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, blower assembly, blower bellows, machine flow sensor, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow o2, and muffler assembly will need to be replaced due to contamination. Power supply will need to be replaced as precaution due to c1 not adhered to the board properly. This did not affect the operation of the device.